Event description:
The customer reported the unit booted but the screens just kept flashing. The fe reported that the system actually did not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The real time operating system (rtos) was installed during the service call. The system was tested, found to be working as intended and returned to service.